Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Neither the impella device nor the data logs were returned for evaluation. Additionally, clinical details provided were limited to determine the root cause. Therefore, the root cause of the high purge pressure could not be determined. Added- d6b, h6 impact code 4644.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during support for female patient, the impella 5.5 experienced high purge pressure. The issue was resolved by adding tissue plasminogen activator to the purge. There was no reported patient harm, and the patient remains on impella support.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device has not been returned for evaluation. No logs were returned for analysis. Tissue plasminogen activator (tpa) was added to the purge solution which resolved the issue. No patient updates entered. The root cause of the high purge pressure was most likely biomaterial as evidenced by the tpa resolving the issue.